Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported peeling was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced interaction with the moderately tortuous and moderately calcified anatomy resulted in the reported failure to advance. Interaction with the copilot and/or other devices as the device was being removed resulted in the reported peeled/noted scrapped teflon coating. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It reported the procedure was performed to treat a lesion with moderate tortuosity and moderate calcification in the right coronary artery (rca). The versaturn guide wire was advanced but met resistance with the anatomy. When the guide wire was removed, there were green pieces of coating remaining in the copilot. The copilot was flushed and flakes of green teflon came out. There was some green teflon missing 30 mm in length half way down the guide wire. There was no resistance noted between the copilot and the guide wire. It was confirmed that no teflon entered into the patient vasculature. The copilot was used with a new balance middleweight (bmw) guide wire to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.